Manufacturer narrative:
Method: film.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. The physician does not feel that it is stent graft related. It was reported that on an unknown date, during a routine follow up scan, the physician observed thrombus forming in the limb. No clinical sequelae were reported and the patient is fine.

Event description:
Film review analysis: angio images at implant showed that the bifurcate was implanted via the left side, landing just below the lowest right renal, and 2 extensions were placed distal to the ipsi limb into the left iliac. The contralateral limb and extension were placed into the right iliac. No endoleak or any stent graft issues were seen at final angio. The contralateral limbs on the right side were slightly flared out laterally approximately 3cm below the gate, but no obvious distal flow runoff issues were observed. Cta 1-month post-implant revealed that the max aaa diameter was 6.3cm. No stent graft occlusion was observed. A possible type ii is seen feeding the posterior distal aaa sac. Cta 6-months post-implant showed a possible type ii endoleak in the distal aaa sac. A slight amount of thrombus was seen in the contralateral right limb just below the gate; the minimum stent graft ID in this location was 13mm and no stent graft kink or compression was observed. The max aaa diameter was 6.0cm. Distal to the stent graft no thrombus was seen. Cta 9-months post-implant showed a slight increase in the amount of thrombus within the right iliac limbs, compared to previous study. The thrombus seen in the contralateral right limb, primarily in the distal limb within the right iliac artery, where the iliac limb tapered out from 13mm to 20mm ID. No thrombus was seen within the left ipsi limbs. The max aaa diameter was 6.0cm. Distal to the stent graft no thrombus was seen. The previously seen type ii is persisting. The cause of the localized stent graft thrombus seen within the flared out section of the contralateral limb could not be determined.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion); (unknown cause of event). Evaluation, conclusion: (unknown cause of event); known inherent risk of a procedure (occlusion).